Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the unit was found with a damaged user interface holder. There was no patient involvement. (B)(4).